Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that the permanent cautery spatula instrument was not recognized by the arm. There were no missing or fallen pieces reported. The reporter denied that the instrument involved with this complaint was used on a patient. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that the instrument was not recognized by the arm was not confirmed. The instrument was checked for recognition on the system. The system successfully recognized the instrument. The instrument's pogo pins were not sticking or found to be contaminated. Engineering was unable to replicate the alleged recognition issue on multiple attempts. An additional observation not reported by the customer was a broken pitch cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.